Manufacturer narrative:
The agent reported patient developed instability in her total knee. Complaint has been evaluated and is similar to report number 1644408-2019-00817; 341-12-707, s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery- due to patient developed instability in her total knee.